Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating he received the new insr antenna but it did not resolve the issue. The patient was redirected to follow up with the hcp to check the implant site. The patient had a follow up appointment scheduled for (B)(6) 2018. Additional information was received from the patient via the rep stating the patient was only getting 2 coupling bars with the insr replacement and the rep used her insr and the patient still only had 2 bars. It was reported with the patient's insr they got 54 highest, and with the caller's insr they got 64 at the highest. The antenna locate feature was used and that only resulted in 2 bars, too. The caller had the patient try charging laying down but still only got 2 coupling boxes. It was reported the pocket was slightly swollen but not enough to cause coupling issues per the manufacturer representative. The caller stated there was a little "squish" when grasping the ins but no anything to be alarmed about. It was reported the ins had slight movement and was slightly tilted but the rep was able to feel the top and bottom of the ins. It was reported the ins was not too deep. An x-ray was recommended to confirm the orientation of the implant. The caller stated x-rays came back and the view was ap. The leads were coming out of the left image. It was stated it sounds like the ins was indeed flipped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient was getting poor coupling since they started charging on (B)(6) 2018. During the call the antenna was repositioned over the ins and the antenna locate feature was reviewed. This did not resolve the issue. The caller reported seeing the poor coupling screen. It was reviewed it was only 4 days after the implant date and the charging/coupling would be easier once the patient healed from the surgery. An insr antenna was sent in the meantime and the patient was still charging his implant even with zero coupling boxes. The caller noted the patient had a follow up with the implanting surgeon on (B)(6) 2018. No complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer restating the battery was in backwards. The wrong side was facing outwards. It was reported the patient had another surgery to have the ins flipped. It was reported the manufacturer representative (rep) tested it and the end of surgery and showed they got a full 8 out of 8 bar signal. It was reported the poor coupling, ins movement, and swelling had been resolved after the second surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.